Event description:
Boston scientific received information that this lead was scheduled for extraction due to infection. Additionally, there was clear insulation damage from when the device was recently replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.